Manufacturer narrative:
It was reported that intervention was performed on the (B)(6) 2020, a etlw1610c199ej limb was implanted and this resolved the endoleak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a unknown sized abdominal aortic aneurysm. The etbf2516c166ej was implanted from just below the renal artery as the left main body, it was reported that on the date the patient returned for follow-up over five years later, it was noted that the distal seal of the device was lost and the limb migrated so a type ib endoleak occurred. As per the physician the cause of the event can not be determined. No additional clinical sequelae were provided and the patient will be monitored.